Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the lamp not lighting was due to a faulty cable. The cause of the faulty cable was attributed to fluid ingress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd autoclavable camera head had an image issue where the image would not stay on the screen. The issue was found during a procedure there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an intermittent image due to faulty cable. In addition to the reportable malfunction, the device failed the leak test at the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.